Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they put a new battery in the insulin pump but it was not working. The customer stated they were receiving a battery sensor failed. The customer was about to change the battery and then a few days later the battery was low. They tried cleaning the insulin pump and the battery cap but that did not help. The customer's blood glucose level during the incident was unknown. Troubleshooting was performed. The customer stated that they did receive a low battery alert prior to the off no power alert. This was the second occurrence of the off no power in less than 24 hours after the low battery warning. The device was returned for analysis.

Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The device was received with normal operating currents and no unexpected off no power, weak battery, bad battery, low battery, battery out limit and failed battery test alarms during testing. The insulin pump passed self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device was programmed with test minilink and the glucose sensor simulator. The device communicated properly with glucose sensor simulator. The sensor feature working properly. No bad sensor or lost sensor alarms noted. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.